Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with manual injection. The customer had symptoms such as headache. The customer reported that they had insulin flow block alarm. Customer reported that the event was resolved by changing complete set infusion set and reservoir. Customer stated that the pump does not rattle when they shake it. The customer was advised to monitor the pump and call if any issues occur. The insulin pump will not be returned for analysis.